Event description:
It was reported the device's system failure. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the top case cracked by the front right and left bottom corners, a cracked right plunger case and visible contamination by the "l" bracket pole clamp. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as preventive measure. Device software upgraded. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., correction: model number: 4000. Correction: labeled for single use: no.